Event description:
The facility's material management reported an infusion pump with an 810:04 failure code. The material management stated that there have been no reports of any pt incident involving this pump since last service event.